Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer experienced high blood glucose of 400 mg/dl. The customer states they have a lot of fatty tumors so they are trying to avoid those areas. The customer received a lost sensor. The customer was informed that there could be many reasons for high blood glucose. The customer was assisted with assisted with trouble shooting and was advised to change the sensors and to send the old sensors back for analysis. The customer was sent new sensors. The customer stated they will call back to finish trouble shooting. No further information was provided.